Event description:
(Drug diluent: bupivacaine 0.125%). (Procedure: ankle replacement surgery). (Cathplace: popliteal). While examining the pump for leaks, patient sprayed himself in the eye with the medication in the pump. Pump was placed on (B)(6) and patient was instructed to pull the catheter on (B)(6). On (B)(6), patient noticed, the pump was leaking from the y connector and pulled the catheter, which is when he sprayed himself. Patient stated that he is doing fine. Date of event: (B)(6) 2011.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Received one empty, used pump and a catheter for evaluation and investigation. Visual inspection of the pump revealed that there is a hole in the tubing at the blue male connector of the pump mandrel. The reported complaint of leakage is confirmed. This issue is being further investigated via the I-flow corrective action/preventative action system.